Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr, donor #2 inr: 3.2 inr. Donor #1 hct: 49%, donor #2 hct: 42%. Donor #1: master lot: 2.7 inr, donor #1: customer strips and meter: 2.7 inr. Donor #2: master lot: 3.2 inr, donor #2: customer strips and meter: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the customer's medications are currently known to interfere with the accuracy of test results. Relevant retention test strips (lot 194491-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. A specific root cause was not determined for this event.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer tested initially on the meter at 6:29 p.m. And the result was 6.4 inr. The customer retested on the meter using a new finger at 6:33 p.m. And the result was 4.5 inr. The customer didn¿t think either result was accurate. The customer reported the result of 4.5 inr to her doctor. The doctor advised the customer to hold her warfarin dose for 1 day. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer feels fine. On (B)(6) 2017 the customer tested on her meter and the result was 3.6 inr. The customer was also tested on the doctor's unknown meter with a result of 2.1 inr. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin. There have been no changes in the customer¿s coumadin/warfarin dose. She started taking trazodone recently. The customer has not had any changes in her diet, no recent illness and has no symptoms of high inr. The meter and strips were requested for return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed